Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for post-laminectomy pain and spinal pain. The rep called for a longevity estimate. They stated they had discovered high impedances on contacts 0, 4, and 12. They noted that the patient is programmed without using those contacts. The rep indicated that the programming is done on contacts 13, 14, and 15. Group a1 impedances are 760 ohms, and group a2 impedances are 605 ohms. No further complications or patient symptoms were reported.